Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced loss of visual acuity, the lens was exchanged. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Additional information: b5-a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced loss of visual acuity, blurred vision, discomfort and pupil impairment. The lens was possibly exchanged. Medication was administered. No further clear information has been provided at this time. Claim# (B)(4).